Manufacturer narrative:
The customer reported that a patient expired while being monitored on the central monitoring system (cms) at 7:01pm est. It was reported that no one heard the system alarm for the death event, however the silence alarm button had been pressed multiple times at either the central nurse's station (cns) or remote nursing station (rns), they were unsure which device was silenced. This was discovered when reviewing the log files. The log files were sent to nihon kohden corporation for further investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the (cms) cu-192r (g9) : concomitant medical devices: rns: model #: a/rns-9703-242, sn #: (B)(4). Cns: model #: ni, sn #: ni.

Event description:
The customer reported that a patient expired while being monitored on the central monitoring system (cms) at 7:01pm est. It was reported that no one heard the system alarm for the death event, however the silence alarm button had been pressed at either the central nurse's station (cns) or remote nursing station (rns), they were unsure which device was silenced.

Manufacturer narrative:
Details of complaint: on 10/1/2019 nka it technical specialist (B)(6) reported that a patient had expired while being monitored by this rns remote monitor and the clinical staff did not hear the alarm. (B)(6) reported that according to the logs, alarms were silenced multiple times. When nk tech support spoke to customer biomed (B)(6) on the phone on (B)(6) 2019. (B)(6) stated that both rns and cns alarmed but a user at the hospital pressed the silence alarm key on either on the cns or rns. The issue was reported to have occurred between 6:58pm to 7:00pm on (B)(6) 2019. The event list shows alarms were recorded. The information available including rns logs were sent to nkc for analysis under (B)(4). It was determined that cns logs and gz logs were needed to confirm biomed (B)(6) report stating user pressed the silence alarm key. Cns and gz logs were not available. Service requested: log collection and analysis. Service performed: rns logs and event list were collected. Event list shows device recorded alarms. Investigation conclusion: customer biomed reported both cns and rns devices alarmed to notify clinical staff of the events. Biomed stated that user pressed the silenced alarm key. Due to cns and gz logs not being available, the claim could not be verified. With the available information, the root cause could not be determined. No CAPA is required at this time. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a4 - a6 b6 additional device information: the following devices were being used in conjunction with the (cms) cu-192r (g9) : d11 & c2 concomitant medical device. Rns: model#: a/rns-9703-242, sn#: (B)(6), cns: model#: ni, sn#: (B)(6). Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that a patient expired while being monitored on the central monitoring system (cms) at 7:01pm est. It was reported that no one heard the system alarm for the death event, however the silence alarm button had been pressed at either the central nurse's station (cns) or remote nursing station (rns), they were usure which device was silenced.